Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse observed rack jammed. The fse replaced the solenoid assembly latch for the rack shuttle; the sodium measuring electrode and the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low sodium (na) patient results were generated on the unicel dxc 600 pro synchron analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event.